Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that her insulin pump smells like insulin and she was experiencing high blood glucose from 80 to 480mg/dl. No further information was provided.